Event description:
Pt status post l3-l4 fusion construct on (B)(6) 2011 was discovered to have one screw broken. Pt was returned to operating room on (B)(6) 2011 for revision surgery. All hardware was removed and the pt was closed. This is 2 of 4 reports of this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. Obtained from completed questionnaire received. Not previously reported.